Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user needed assistance connecting with the dexcom g7 cgm to her pump during a hyperglycemic event of 369 mg/dl blood glucose (bg). She had recently eaten with no meal announcement. The patient was out of range for more than 90 minutes. The bg was corrected with meal announcement and the device's algorithm. The patient experienced thirst during this event and did not require any medical intervention. The patient was advised to call back if her bg does not go back down.